Manufacturer narrative:
(B)(4). Evaluation summary: the device was received separated into two pieces at the distal end of the guide. The breakage of the guide was confirmed to be post use during either storage or return process. The link was pulled from the posterior cuff during suture harvesting. A link break during needle retrieval and a cuff miss have the same result and appearance during deployment; therefore, the reported experience is confirmed. During needle trajectory testing, a proxy plunger was re-inserted into the device and the trajectory was acceptable and not a contributing factor in the event. The needle trajectory of each device is inspected twice during manufacturing. When the suture is being harvested and pulled through the suture bearing and anterior needle guide, resistance at this point of deployment can cause the link to detach. A link detachment can be influenced by many factors, including, but not limited to; manufacturing, failure to position and maintain the device at a 45 degree angle throughout deployment, rotating the device at any point during needle deployment, deployment in challenging anatomies, aggressively deploying or removing the plunger or inadequate positioning of the foot against the arterial wall. Based on the analysis the probable cause of the link detachment is related to the operational context during use. There was no product quality deficiency detected that would contribute to this event. Review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the left common femoral artery after an unspecified procedure. Reportedly, the device did not take. Another proglide was used with the same results. A non-abbott device was used to achieve hemostasis. There was no adverse patient sequela. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The perclose proglide device is being filed under a separate MFR number.